Manufacturer narrative:
This report has been identified as b. Braun medical internal report # (B)(4). No samples were sent for analytical investigation. Batch document review was performed. During production of the batch, there was a problem with the reconciliation ((B)(4)). Counter has been fixed and finished products have been checked. No other problems or deviations were reported. The instruction for use of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases ((B)(4)), anaphylactic shock has been reported." The product quantities sold in 2017 for prontosan wound irrigation solution were about (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
On the (B)(6) 2018, the following was reported to b. Braun (B)(4): "prontosan has been used twice before on the patient (woman, (B)(6), ulcer on the calf) without any reaction. First application was on the (B)(6) 2018 and the second was on the (B)(6) 2018. The patient reacted on the third application which was on the (B)(6) 2018. The patient got an anaphylactic shock. The reaction on the patient was rash around the wound, respiratory effects and feeling of stress. The application was non-woven compress soaked with prontosan solution and left in the wound. The application was the same on all three different applications." According to the forwarded facts, legal manufacturer b. Braun medical (B)(4) did not regard the incident as reportable event according to 21 cfr 803. This decision was based on the fact, that no medical intervention was necessary and no serious deterioration in the state of health was reported. However, on the (B)(6) 2018, b. Braun (B)(4) received the following additional information regarding the incident described above: "the patient has an ulcer on the calf requiring changing of wound dressing at a regular basis. The patient has not responded with a strong allergic reaction on any pharmaceutical or anything else earlier in life. At previous session with prontosan the patient reacted shortly afterwards with some itching but no other allergic symptoms. During changing of wound dressing, the patient received prontosan. Shortly after application the patient reacts with itching on the head, arms and hands. The patient felt like freezing and felt hoarseness. After that obstructiveness and breathlessness. The doctor is summoned to the examination room. Epi-pen is ordinated and the patient received oxygen, ventoline, intravenous cortisone and antihistamine (desloratadine). Shortly, the patient felt better and the itching and obstructively disappears. It is assessed as anaphylaxis, grade 1. The patient needed to stay for observation for at least 4 hours. After that the patient returned home and received a prescription for prednisolon and desloratadine for 5 days.